Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the radial artery. The target lesion was located in the left circumflex artery. A 4.00x28mm synergy¿ drug-eluting stent was advanced and deployed successfully in the lesion. After post dilation was performed, the physician noticed a distal edge dissection in the distal portion of the stent. To cover the distal edge dissection, another synergy¿ stent was advanced and deployed distally overlapping the first stent. The procedure was completed. No patient complication were reported and the patient's status was stable.